Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Osmc guessed that the metal part of the treatment tool or cleaning brush interfered with the instrument channel port and the reported event occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems india private limited (omsi). The evaluation of the device by omsi confirmed the following; shaved instrument channel port appeared to be caused by physical stress. If additional information becomes available, this report will be supplemented.

Event description:
During maintenance, shaved instrument channel port of the device was noted. There was no report of patient injury associated with this event.